Event description:
Revision surgery - due to the stem subsiding and a periprosthetic fracture. It is unclear whether the stem subsided as a result of the fracture or if the subsidence caused the fracture.

Manufacturer narrative:
The reason for this revision surgery was the patient's hip stem subsided and the patient had a peri-prosthetic fracture. The in-vivo length of service for the patient's implant was 4.8 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There were no reports of pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The root cause of this event was the patient's hip stem subsided and had a peri-prosthetic fracture. The root cause for the stem subsidence and fracture were not reported. A close review of the DHR revealed all dimensional aspects of the stem were within design specifications, therefore; the probability the stem itself is responsible for the subsidence or fracture is remote. The scope of this investigation is limited without having the parts available to (B)(4) for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.